Event description:
It was reported that during pre-use set-up, the cardiosave intra-aortic balloon pump (iabp) was reported to have a helium leak. The helium tank emptied over 3 days. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use set-up, the cardiosave intra-aortic balloon pump (iabp) was reported to have a helium leak. The helium tank emptied over 3 days. There was no patient harm reported.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the brass fitting, o-ring, valve,300 psi check and tightened loose fittings on regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.